Event description:
It was reported that during a laparoscopic nephrectomy, a pouch was deployed through a port site and the kidney specimen was successfully placed into the pouch for removal. After the ports were removed and an abdominal incision was made to retrieve the specimen pouch, the pouch was found to have ripped and the kidney specimen slipped back into the abdomen. Anesthesia was notified that the incision needed to be extended, and the abdominal incision was extended by approximately 1 inch. The surgeon reached in and manually retrieved the kidney by hand, using laparoscopic sponges to grasp the specimen without inserting the laparoscopic sponges into the abdomen, and the specimen was successfully removed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.